Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06338. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent interstim stage I, interstim stage ii and intraoperative programming on (B)(6) 2011.

Manufacturer narrative:
It was reported that following insertion patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, rash on inner thighs, swelling, injury to nearby organ requiring repair, vaginal discharge and scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2011 and (B)(6) 2011, including an interstim implant, due to erosion, extrusion, vaginal pain and discharge, pubocervical fascial weakness, rectocele and obstructive constipation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, right retrograde pyelogram, right ureteral stent placement on (B)(6) 2014 by dr. (B)(6) at memorial hospital (B)(6) due to right ureteral calculus. (Per operative report). It was reported that patient underwent right eswl on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to large right ureteropelvic junction stone migrating to the renal pelvis with indirect double j stent. (Per operative report).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.